Event description:
A female was admitted with lumbar spondylolisthesis at l4-5. The patient underwent an extreme lateral diskectomy with interbody fusion an l4-5. While the patient was undergoing stage ii of the 2-stage procedure, a pedicle probe broke off in the pedicle on the left side of l5. The broken pedicle probe was left in position and was satisfactorily positioned within the pedicle and was not felt to be of any concern or harm to the patient. It was felt that additional attempts to remove, this probe piece would unnecessarily risk neurologic injury or damage as well as destabilization further in the area. No other complications were noted during the procedure.